Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable power wasn't being supplied to a hemopro device. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. Connectors on both ends of the cord appear intact without signs of crack or cut. An electrical evaluation was performed. A pre-cautery test was performed following the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy; cord" was not confirmed. The certificate of conformance was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. This is a reusable OEM device; therefore, a lot/serial history review was not applicable. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable power wasn't being supplied to a hemopro device. A replacement device was used to complete the procedure. No patient involvement.